Manufacturer narrative:
(B)(4)

Event description:
It was reported that upon lead revision dislodgement of the lead was observed. The tip of the lead was found in the pocket. Physician suspected twiddler's syndrome. The lead was explanted and a new lead was implanted. The new lead was positioned with no issue and good electrical parameters. Patient was stable post procedure.